Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample exhibited the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that there was a 0.1015" tear over the drainage lumen on the shaft 0.1125" from the bifurcation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that there was a 0.1015" tear over the drainage lumen on the shaft 0.1125" from the bifurcation. This does not meet the specification "cuts, perforations in the lumens are not allowed, the inflation perforation must not penetrate the drain lumen and must be properly formed. Bends are not allowed in the inflation lumen". The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and did not leak. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and did not leak. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. A potential root cause for this failure could be ¿inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that there was a crack on the bifurcation of the shaft and water leaked from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a crack on the bifurcation of the shaft and water leaked from the foley catheter.